Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the tip of the basket on the ncircle tipless stone extractor broke off during the procedure. The patient needed to return for an additional procedure due to this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information. Investigation ¿ evaluation. The ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of the instructions for use, and quality control date was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record was not able to be performed as the device lot number was not provided. A review for additional complaints for this device lot was also not able to be completed without the device lot number. This device is shipped with the instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. As found in the IFU: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information available, it is most likely the entire basket separated from the device, as opposed to the tip portion of the basket separating from the proximal portion of the basket. It was also stated the basket seemed to get stuck on a stone fragment. It is possible that the force applied to the device once the basket was stuck on the fragment caused damage to the wires that caused the basket to separate. Without the device, the location and exact nature of the damage could not be determined. Devices are inspected for damage and functionality prior to packaging. There is no detailed information related to device manipulation and the device was not returned for investigation. The cause of the reported failure could not be determined. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unchanged, or unavailable. B5 and b7: additional information investigation ¿ evaluation the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of the instructions for use, and quality control date was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record was not able to be performed as the device lot number was not provided. A review for additional complaints for this device lot was also not able to be completed without the device lot number. This device is shipped with the instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. As found in the IFU: ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. ¿ upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information available, it is most likely the entire basket separated from the device, as opposed to the tip portion of the basket separating from the proximal portion of the basket. It was also stated the basket seemed to get stuck on a stone fragment. It is possible that the force applied to the device once the basket was stuck on the fragment caused damage to the wires that caused the basket to separate. Without the device, the location and exact nature of the damage could not be determined. Devices are inspected for damage and functionality prior to packaging. There is no detailed information related to device manipulation and the device was not returned for investigation. The cause of the reported failure could not be determined. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This incident apparently happened about 2 months ago. This was a cysto ureteroscopy laser litho stent placement case using a semi ridged cystoscope. After they lased the stone and broke the stone into multiple fragments they went in with the circle tipless stone extractor to retrieve the pieces. While retrieving the pieces the basket seemed to get stuck on one of the fragments and then the entire 1cm tip broke off the basket and remained in the patient. Entire tip of basket was unable to be retrieved. The physician was planning on coming back for a second look so the basket tip remained inside of the patient for 2 weeks until they came back for a follow up cysto ureteroscopy laser litho case. No harm was done to the patient and this was an isolated issue and never occurred again. The tip of the basket was retrieved when they went back in two weeks later. Due to the size of the stone the physician was planning on doing two procedures, the 2nd procedure was not done to remove the basket tip, but was a planned procedure.